Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 29-mar-2013 from a physician database extraction regarding a female patient, initials unknown with osteoarthritis (grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct- 1997 to jul- 2010. The patient's medical history was significant for previous use of synvisc (2 courses in left and one course in right knee). At the time of receiving first course the patient was (B)(6) years old. On an unspecified date, the patient initiated treatment with (third course in left knee and second course in right knee) intra-articular injection of synvisc (hylan g-f20) dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 1999, the patient received third injection of second course in right knee and third course in left knee. On (B)(6) 1999, the patient experienced synovitis of both knees. On an unspecified date, patient received treatment with 2 cc celestone (betamethasone). On (B)(6) 1999, five days later synovitis of both knees recovered. On (B)(6) 2000, the patient underwent total knee replacement of left knee. On (B)(6) 2001, the patient underwent total knee replacement of right knee. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis of both knees was mild and the intensity with total knee replacement of right and left knee was not provided. The reporting physician assessed the relationship between synvisc with synovitis of both knees as definitely related and unrelated with total knee replacement of right and left knee. The qa (quality assurance) investigation results were received on 09-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on 10-apr-2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.